Manufacturer narrative:
The reported event of failure to alarm air-in-line file was opened to document an event that the customer reported. . No further investigation of this event is possible at this time. An investigation can¿t be performed using the attached pictures alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that a doxorubicin infusion had been infusing for approximately 2 hours and upon anticipation of the completion of the infusion, the rn was checking the infusion status to find that the infusion had completed with air in the line and the pump was continuing to infuse without alarming air-in-line. The rn clamped the line and the pump continued to infuse without alarming when it appeared to be pumping air. When the rn opened the pump channel there was a small drop of drug noted in the tubing set in the area of the air-in-line sensor. It was later reported that the clinical engineers tested the device air-in-line sensor and found that it functioned without deficit. There was no patient harm.